Manufacturer narrative:
(B)(4). Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and mesh and caldera sling were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including mesh excision surgery on (B)(6) 2011. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Upon review of the medical records , the patient did not have an ethicon product implanted. There this is not an ethicon complaint.